Manufacturer narrative:
Plant investigation: the 2008t hd machine was evaluated by a fst. The machine passed all functional tests and the uf checklist was completed with no problems detected. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The machine was found to be working as intended and an associated cause could not be determined. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hd machine and the adverse events of a higher than expected uf total, dizziness, and hypotension. The definitive etiology of the patient¿s dizziness and hypotension cannot be established, and causality cannot be fully determined. However, the patient¿s post treatment weight indicated 400 ml of unintended fluid was removed. Hemodialysis causes significant fluid shifts, and elderly dialysis patients are susceptible to hypotensive events during and following dialysis. Additionally, post treatment postural hypotension and symptoms of hypotension are common in elderly patients following treatment. Based on the information available, there is no evidence indicating the machine caused the events; the machine can be disassociated as the cause of the events. Additionally, the machine passed all functional compliance and uf testing. However, the machine cannot be excluded from having a possible contributory role in the events. Given the uf removal was 400 ml greater than expected and the lack of treatment records, there is insufficient evidence to exclude the 2008t hd machine from the events.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a fresenius 2008t hemodialysis (hd) machine removed too much weight from a patient. Follow up with the facility¿s charge nurse (cn) confirmed the machine experienced an ultrafiltration (uf) issue. The machine was programed to a uf goal of 4.5 kg, and yet, the machine removed 4.9 kg from the patient. The patient¿s pre-treatment weight was (B)(6) kg, and their post-treatment weight was (B)(6) kg. 0.4 kg (or 400 ml) of unintended fluid was removed from the patient. The same scale was used for both weigh-ins. The patient did not have any complaints or symptoms during treatment. However, after the treatment was completed the patient complained of dizziness. The patient¿s blood pressure (bp) had also dropped. Their pre-treatment standing bp was 153/76, and their post-treatment standing bp was 135/74. The patient was given 500 ml of intravenous normal saline (ns) to address the dizziness and hypotension with good effect. Following the administration of the ns, the patient did not require any further intervention. The cn confirmed there were no adjustments made to the patient¿s uf goal, rate, or time. The uf started at the initiation of treatment with no notable issues and it was not turned off at all during the treatment. Reportedly, there were no machine alarms during the treatment session. The patient was able to complete their 4-hour prescribed treatment without interruption. The patient is continuing their regularly scheduled treatment without any further problems. The patient was dialyzing with a fresenius optiflux 180nre dialyzer and was utilizing fresenius bloodlines. Following the event, the machine was pulled from service and onsite service was requested from a fresenius field service technician (fst). The onsite evaluation was performed by the fst and nothing unusual was found. The problem could not be duplicated. The machine passed functional testing and the uf checklist was completed with no noted issues. The diasafe filter was replaced as it was due for a replacement. The cn stated the machine was subsequently returned to service and there have not been any further issues with it.